Manufacturer narrative:
Actual device was not returned, and no pictures were provided. We were unable to confirm the complaint, and the root cause is undetermined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "mayo needle broke during suture."